Event description:
During a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3+, there was a septal hematoma. The transseptal puncture was performed and prior to inserting the mitraclip devices, difficulties with imaging occurred, bicaval and also short axis at base view was not visible well due to a rotated heart. After transseptal puncture a double contour on the septum was seen on the echocardiogram. According to physicians' opinion it was septal hematoma due to the transseptal puncture. Therefore, the procedure was discontinued. No mitraclip had been inserted into the anatomy during the procedure. There was no intervention necessary for the septal hematoma. The physician thought that the puncture was on the muscular part, but unfortunately it was not clearly visible on echocardiogram. For security reasons the procedure was stopped at this point. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.